Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a (B)(4) registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 3 years, 2 months due to prosthetic aortic valve endocarditis. Per the op report, (B)(4) also demonstrated severe aortic stenosis with poor leaflet movement. There was evidence of mobile large, more than 2-3 cm in length, vegetations. The vegetation was mainly found in the area of the mitral-aortic valve continuity. The device was removed and replaced with another edwards bioprosthetic valve. The patient was noted to have tolerated the procedure well and was transferred to the recovery unit in stable condition.

Manufacturer narrative:
(B)(4) vegetations. Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis; therefore, the source of the reported endocarditis could not be assessed. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections.